Event description:
Pt initials: (B)(6). Date of awareness: 08/26/2022. Provider: (B)(6), ID: (B)(6). Reporter: ed provided. Causality: not likely. (B)(6) is a 26 y/o female on ambrisentan for pah. Pt presented to ed for veletri pump malfunction on (B)(6) 2022. No other info available.